Event description:
It was reported the right ventricular (rv) lead superior vena cava (svc) coil impedance had been unstable. The rv coil also showed moderate increases when the svc impedance went upwards. It was also questioned if the rv lead had a possible fracture. Follow up determined the svc alert was turned off when the lead was checked and found to be functioning within normal parameters. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.